Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage to the battery area. The customer's blood glucose was 403 mg/dl. The insulin pump will return.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, missing display window cover and minor scratched lcd window. Unable to perform displacement test due to broken battery tube threads.